Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported they were in pain. Every time they moved, it hurt. Patient stated if no stimulation they couldn't go to the bathroom. The pain was in their back. They did not know if this was sudden or gradual. Patient stated when they first got it the stimulation stimulated the cheek bone, they could hardly sit down. Patient mentioned sometimes it stimulated the cheek bones and they could hardly sit down. It was later reported that when they use it they "get pain in their side bone cheeks." It was reported that when they go to sleep it bothers them and they get electricity down their leg on the right side. No further complications reported/anticipated.